Manufacturer narrative:
The complaint device consisted of several different parts which were all returned to stryker sustainability solutions without the original packaging materials so information such as lot number, manufacture date, and expiration date were not available. The bolt associated with each clamp was observed to be severed. The fractured components were sent to a third party for analysis. Bolt #1 in the device was seized up and unable to rotate freely in the clamp whereas bolt #2 was easily removed from the clamp. The bolts were analyzed using scanning electron microscopy. According to the analysis, bolt #1 contained smooth fracture surfaces which indicates a ductile rupture. The fracture is spiral-shaped which demonstrates a tension stress component. The spiral deformation bands appear to be oriented in a way that indicates that the failure occurred while tightening the bolt. The cause of the failure on bolt #1 is torsion overload while in tension due to over-tightening of the bolt in the clamp assembly. According to the analysis, bolt #2 contained fractures surfaces that were very smooth and orthogonal to the long axis of the bolt indicating a ductile rupture in pure torsion. Spiral deformation bands at the fracture site are also indicative of severe deformation prior to failure. The directionality of the spiral bands shows the failure occurred during an attempt to loosen the seized bolt. Stryker sustainability solutions' instructions for use states: "intraoperative fracture or breakage of instruments can occur (e.g. Due to excessive force, extensive use). Inspect all external fixation devices and components prior to surgery. Replace when necessary." "Do not apply excessive force to external fixation devices." This is the first complaint of this nature that stryker sustainability solutions has received.

Manufacturer narrative:
At the time of this report the device investigation has not been completed. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that the clamps on the external fixation device failed to hold the rods in place. The patient had to have an additional surgery to re-set the fracture and replace the clamps.